Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to advance the device over a guide wire was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficulty advancing the device over a guide wire include, but are not limited to, damage to the guide wire or patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction lot # updated from 4022342 to 4051142.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as a venotomy closure of the common femoral vein with 2 prostyle devices after an interventional procedure using a 10f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the first device. With the second device, resistance was met while advancing it over the .035 guide wire; therefore, the device was removed, and manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.